Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had two reservoirs that leaked past both o-rings. The customer stated that he was stuck in the fill tubing process. The customer also stated that there is fluid and insulin in the reservoir compartment of the insulin pump. Nothing further was reported.